Manufacturer narrative:
Concomitant medical products: 4058m52 lead, implanted: (B)(6) 1995. Evaluation summary: the partial lead was returned in segments and analyzed. The analysis indicated that the inner insulation of the lead developed a breach due to metal ion oxidation while in vivo. The outer insulation of the lead developed a breach due to non-electrical environmental stress cracking while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an atrial lead fracture, and that the right ventricular (rv) lead was "failing". Both leads were explanted and replaced. No patient complications have been reported as a result of this event.